Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had their controller changed some months ago. The event date was estimated to be (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2023-06894. Investigation findings are reported under manufacturer report number 2916596-2023-06894.